Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prevention of cardiac implantable electronic device related infection in patients with cancer: the role of a comprehensive prophylactic bundle approach that includes the antimicrobial mesh. Open forum infectious diseases. 2020. Doi: 10.1093/ofid/ofaa433. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac implantable electronic devices (cied) and infection. The article reports a patient who developed lead related endocarditis with the antibacterial absorbable envelope implanted. The devices were removed and the patient was started on antimicrobials. No further patient complications have been reported as a result of this event.